Event description:
Balloon dilation was ordered by physician during egd (esophagogastroduodenoscopy) with stricture. Upon inflation, the balloon twisted and burst while inside the patient. MFR # cg-16-3.